Event description:
It was reported that the ceramic head chipped after being assembled with the bearing and taper sleeve on the bearing compressor. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products; vivacit-e dm bearing 28x42mm item#: 110031011 lot#: 65254540 cer option type 1 tpr sleve +3 item#: 650-1067 lot#: 3087988. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual inspection of the returned product confirmed that the head has a fracture. There are metal transfer marks visible on the internal diameter of the taper. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.